Event description:
It was reported that the patient's system controller lcd screen was blank. The system controller was exchanged.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient's controller having a blank liquid crystal display (lcd) screen was confirmed via visual analysis of the returned product. The heartmate 3 system controller (serial number (B)(6)) was returned and evaluated at abbott and a log file was downloaded. The downloaded controller event log file contained relevant data spanning approximately 10.5 days ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). There were no notable atypical alarms active in the log file. During the evaluation, the controller screen was observed to have multiple lines covering the lcd screen, making it look like the screen was blank. The controller was disassembled to inspect the internal components and no issues were observed. The controller's lcd screen was replaced with a test lcd screen and the controller was reconnected to a test system monitor/power module and issue was resolved, isolating the issue to the lcd screen. No further troubleshooting was completed at this time. Pump operation was not affected by the screen issue as the controller was able to operate on a mock loop for an extended period of time without any issues or atypical alarms active. The root cause for the line in the lcd was conclusively determined to be due to an issue with the lcd display; however, a further root cause was not able to be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use (IFU) section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook section 6- caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.